Manufacturer narrative:
The complaint device is not being returned, therefore, is unavailable for evaluation. Furthermore, no lot numbers were supplied, which precludes conducting a batch history review or lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event. We are still in the information gather phase- the patient's condition and outcome of the event are currently unknown. A report is being filed to document this event. If however, more information is received that is both pertinent and germane to this issue, that information will be evaluated, and the conclusions will be reflected in a follow up report. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The surgeon performed an acl procedure using a milagro screw and autograft. Eight months post-op, the patient returned to the surgeon complaining of tibial pain (on/around the tibial tunnel-screw insertion site). During the office visit, the patient was experiencing excessive pain-he/she was then forced to leave the office in an ambulance, and was immediately checked into a local hospital. The patient's knee was inflamed, red and swollen. Other than pain relievers, the patient's treatment and outcome are unknown. The surgeon claimed that he believes it to be osteolysis caused by milagro.